Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the instrument would not reload. Another instrument was opened. There was no consequence to the pt.